Event description:
Related manufacturer reference number:2017865-2021-39143, related manufacturer reference number:2017865-2021-39145. It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was uncomfortable with the fixation of the set helix. An attempt was made to try to remove the right atrial and the right ventricular lead, however, was unsuccessful. The torque wrench was attempted however, the leads could not be removed until the septum was destroyed. The device was removed and replaced. The leads stayed implanted. There were no patient consequences.